Manufacturer narrative:
An event regarding infection involving a triathlon x3 ps insert was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review was satisfactory. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. A trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported patient had a revision of left knee due to infection. Doctor did an insert exchange and wash out.

Event description:
It was reported patient had a revision of left knee due to infection. Doctor did an insert exchange and wash out.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.